Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer changed their site during a bolus and a "bolus stopped" alert occurred that the customer was unable to clear. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to clear the alert.